Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device manufacturing date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer received a signal loss and was not alerted of changes in glucose level. As a result, the customer experienced sweating, "not coherent", and was unable to self-treat. The customer was provided with coca-cola by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer received a signal loss and was not alerted of changes in glucose level. As a result, the customer experienced sweating, "not coherent", and was unable to self-treat. The customer was provided with coca-cola by a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Attempted to extract data using approved software however extraction was not successful. A extended investigation has been performed. Visual inspection has been performed on the returned sensor and no issues were observed. Attempted to extract data from the sensor and sensor did not scan. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the returned sensor¿s pcba (printed circuit board assembly); no contamination, damage, or solder issues were observed. Returned battery voltage was measured and it was not within specification range. The battery was de-soldered and the returned sensor was placed in test fixture and the sensor does read. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Attempted to re-program returned sensor, a error message was displayed which was preventing the sensor from being re-programmed and performing functionality testing. Unable to continue investigation as sensor is no longer in a condition to perform functionality testing. Therefore, this issue is unable to test. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (primary UDI number) was updated based on returned product download. Section d4 (serial number) was updated from (B)(6). Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.